Manufacturer narrative:
Product event summary: the device was returned and analyzed. Data files showed that 17 applications were performed with a balloon catheter on the date of the event with no issues. Another 24 applications were performed with another balloon catheter with no issues. Visual inspection of the mapping catheter showed that the shaft was broken at the proximal end attachment with the ECG connector. Also, one more point on the shaft and no ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to a broken shaft at the ECG connector and the middle. It was suspected that the shaft kink lead to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was bent when inserting it into the co-pilot. The case was completed with cryo. No patient complications have been reported as a result of this event.